Event description:
During a meniscus repair procedure, the fast-fix 360 curved ndl delivery sys t2 pre-deployed. The t1 was deployed properly and after doing so t2 pulled off the needle. There were no ts that were left in the patient.

Manufacturer narrative:
Investigation of the three returned insertion devices were evaluation, no ts or suture were returned. The actuator is in the post t2 deployment position on two devices. The third device the actuator is in the t2 pre-deployment position. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. (B)(4).